Manufacturer narrative:
Kd-211q-1530 and plastic coating which came off from the cutting wire were returned to omsc for investigation. The investigation confirmed that the cutting wire was broken and the broken section was melted and burned. The coating was torn but there was no missing part. The outer diameter of the cutting wire was within standard. As the results of the investigation, omsc assumes that the damage of the coating occurred due to contacting with the metal part of the forceps elevator of the endoscope. The exposed cutting wire from the damaged coating contacted or came close to the metal part of the forceps elevator while activating the output, which caused spark and a part of the cutting wire became extremely hot, resulting in breakage. The coating broke off and came off from the cutting wire because of the user handling after the cutting wire was broken. According to the investigation, omsc think that not broken wire but broken coating came off into the patient during the procedure. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic sphincterotomy (est) with sphincterotome, the cutting wire of kd-v411m-1530 broke. The doctor continued the procedure with another kd-v411m-1530. However, the cutting wire broke again and the broken wire came off into the patient. He removed it with a grasping forceps and used kd-211q-1530 but it broke. He inserted stent and completed the procedure since cutting length of papilla was enough. There was no report of patient injury regarding this event.